Event description:
It was reported the device reached rrt (recommended replacement time) less than two years after implant. It was also reported that the lv output was programmed to 6v, 1.5 ms and charts estimate about a two year longevity for that setting. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached rrt (recommended replacement time) less than two years after implant. It was also reported that the lv output was programmed to 6v, 1.5 ms and charts estimate about a two year longevity for that setting. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal.